Event description:
It was reported that the patient enquired that for how long it had been known that fusion caused cancer of the esophagus. The patient refused to give further information. Patient allegedly reported of having cancer of the esophagus and she believed it was caused by the rhbmp-2/acs used in her lumbar spine surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.